Event description:
The manufacturer's rep reported that during a new pump implant, the pump was filled with baclofen 2000mcg/ml and starting dose of 96mcg with a priming bolus of 640 mcg based on a total catheter volume of 0.121 ml. The pt was awake in the recovery room, but became severely obtunded after transfer to his room. The hcp turned off the pump and continued to manage the pt's airway. The hcp was concerned that the pt may have gotten a higher dose than intended. The hcp turned on the pump the following day; the pt was "fine" and intrathecal baclofen therapy was resumed.